Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. All introducer from batch #s9241349 passed all inspection checks. The 14fr x 13cm introducer was returned for investigation. As per the clinical, peel-away sheath could not be opened manually. Significant force and the use of two clamps were required. The returned introducer was already peeled away. Further investigation of the returned product reveals evidence of improper material separation. A residual fragment of molded plastic remains adhered to one side of the introducer hub. The opposite side shows a corresponding cavity or defect indicating incomplete parting. Preliminary investigation attributes the excessive peel-away force to a molding defect on the returned product. The root cause of the introducer damage issue was difficulty peeling away the sheath due to molding defect.

Event description:
The complainant reported that the packaging of an introducer required excessive force to open. It was noted that the use of two clamps and significant force was needed to finally open the packaging. There was no patient harm. Upon return of the noted introducer, an evaluation revealed evidence of improper material separation. Some residual fragments of molded plastic remained adhered to one side of the introducer hub, while the opposite side showed a corresponding cavity or defect indicating incomplete parting. There was no patient harm.